Event description:
It was reported that the patient presented to clinic on (B)(6) 2009, complaining of diaphragmatic stimulation. Interrogation noted that atrial lead sensing had dropped from 1.3 mv to 0.2 mv. A chest x-ray confirmed that the lead had dislodged and the pulse generator was temporarily programmed to vvir. On (B)(6) 2010, the lead was successfully repositioned and programming was reset to dddr.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.